Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm needle through catheter the patient was given an indwelling needle for venous puncture, the indwelling needle was checked before the puncture and there was no abnormality, after the puncture, there was blood return, when the needle was withdrawn there was difficulty in withdrawing the needle, the resistance was obvious and there was a feeling of astringency, so the patient was given to pull out the needle, but there was resistance to pulling the needle out, there were problems in going in and out and the indwelling needle was found to be in a state of the needle piercing the casing needle after pulling out the needle slowly, the needle and casing were intact and were not left in the patient's body, and there was a blood vessel breakage and bleeding at the puncture place, and the patient was pacified by applying pressure to the puncture place. The patient was pacified by pressing on the puncture site and the indwelling needle was replaced and re-punctured.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review(lot#3325171): 1)this batch of products were assembled at intima ii auto line 4 in december 2023, and packaged at r240 package line in december 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this lot is taken for needle removal force test, and the test result is within the product specifications, please refer to the attachment pr# (B)(4) for test report. 4. The occurrence of complained defects may be related to the quality of the product, and may also be related to the patient's skin, vein conditions and puncture method. 5. The IFU of the product indicates that before puncture, hold the paddle hub and y-adapter, rotate the paddle hub to release the catheter tip adhesion, please refer to the attachment pr# (B)(4) for the operational view. 6. According to the experience of previous market visits, it is recommended to insert the needle at 15°~30° with the bevel of the needle tip upwards, after the blood return, then lower the angle to 5°~10° to continue send the needle, do not withdraw the needle prematurely, to avoid multiple punctures. 7. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received and the usage of the sample is unknown, the root cause of needle disengagement difficulties and needle through catheter cannot be determined, and the plant will continue to track and trend for this issue.